Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) aligned at surgery based on ocular response analysis/analyzer(ora) but rotated 6 degrees (from 174 degrees to 180 degrees) 2 weeks post-op. The customer complains of some blurriness and too much residual astigmatism. Realignment was scheduled for (B)(6) 2018. The outcome does not significantly interfere with activities of daily life. There was no incision enlargement. The iol remains implanted in the left eye. It is unclear if the iol rotated due to patient activity or the iol itself. No additional information was provided to johnson & johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: during follow-up, the following information was obtained: the lens was repositioned rotationally on (B)(6) 2018. There was no patient injury. The incision was not enlarged during the repositioning procedure. The patient is doing very well post-operatively. Two week post-operative on (B)(6) 2018, the patient showed a refraction of -0.25 sphere with an uncorrected vision of 20/20 and corrected vision of 20/16. No additional surgical procedures were performed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.